Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code/wrench code) has been confirmed. Upon investigation the monitor was displaying a service code 105. The cause for the failure was isolated to shorted insulated-gate bipolar transistors (igbts) q13 and q17 on the defibrillator pca. The root cause for the shorted igtbs could not be positively identified. No adverse event resulted from the monitor malfunction.

Event description:
A us distributor reported that a monitor was displaying a service code/ wrench code.